Event description:
A customer's meter is not working properly. They state that their meter is continually reading high. They said the other day they received a reading in the 300's mg/dl range and went to the emergency room because it was so high. At hospital approximately 30 minutes later a blood glucose in the 100's mg/dl range was reported. The customer also said that no medication was taken between these readings. While on the phone it was learned that the customer was using reagent lot number 1h05fp, expiry dated 2/2003. A request is made to return the system including the reagent for evaluation. In the meantime, replacement product was provided.